Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that upon removing sensor pod from patient, on (B)(6) 2014, was unable to locate sensor wire. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).